Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 67-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient had an attempted impella 5.5 implant due to decompensating. During the implant, the 5.5 implant was unable to be passed due to anatomy. Decision was made to remove 5.5 and place cp for venting.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the initial report was submitted. The product was not returned for investigation. As per the clinical details, the root cause of the delivery issue was most likely due to patient condition since the pump could not be implanted due to patient's anatomy.